Manufacturer narrative:
Event date was not provided so the aware date was used.

Event description:
It was reported via social media that the patient had two strokes.

Manufacturer narrative:
Event date was not provided so the aware date was used.

Event description:
It was reported via social media that the patient had two strokes. It was further reported via social media that the patient experienced 3 strokes and lost 50% of their vision in one eye.